Event description:
It was reported that the impaction tower on the radiolucent trochanteric fixation nail handle sheared off during impaction/insertion of trochanteric fixation nail. The trochanteric fixation nail was inserted and procedure was completed with no additional issues. There was no adverse event to the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation revealed not all relevant dimensions can be verified anymore because of the damage. Therefore this complaint is indeterminate from a manufacturing standpoint. The fracture face at the upper part is homogenous which indicates material conformity. (B)(4). The m8 thread of the broken tip is still functional and can be inserted into the counterpart. The fracture face of the broken tip is extremely deformed, obviously caused by heavy hammer blows on the broken device, while it was still inserted. The exact cause cannot be defined, we can only assume that the driving cap was either not tightened during use or that undue lateral forces were applied, which would explain the hammer marks at the side. This complaint is deemed indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation reported that the impact marks on the carbon fiber and metal portions of the insertion handle show signs of incorrect technique or misuse. There are also impact marks on the shaft of the driving cap which shows signs of misuse as well. There are markings on the insertion handle itself that say, do not strike. The driving cap is made from heat treated (B)(4) which is a common material used in our other nail constructs for a similar application. However, the driving cap is designed to handle axial hammer strikes and not lateral ones. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is considered to be due to be a result of the condition of use. As the impact marks on the carbon fiber and metal portions of the insertion handle show signs of incorrect technique or misuse, user error caused or contributed to this event.